Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was death was arteriosclerotic and hypertensive cardiovascular disease. Other significant conditions are organized and acute bronchopneumonia & aortic valve replacement. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory

Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.